Event description:
Label on the test strip vial for the glucose monitoring device is smudged. Reporter stated device result was 357 mg/dl which felt high, however, did not provide any other info. A request was made for the return of the suspect product and replacement product was sent.